Event description:
It was reported that there were air bubbles in the infusion set tubing and reservoir while high blood glucose troubleshooting was performed with the customer's insulin pump. Her blood glucose was 332 mg/dl. The customer experienced difficulty getting the bubbles out of the reservoir when filling it. The bubbles were the approximate size of soda bubbles. The high pressure test was performed and passed. Customer was advised to change the entire site, infusion set, and reservoir. Customer was advised to tap reservoir to gather small bubbles into a large one and push air back into the insulin vial. The air bubbles did not persist after the infusion set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).this is 1 of 2 medwatch reports regarding this event. Please see medwatch # 2032227-2014-72319.